Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Product was identified as an (B)(6) flexisoft or precision clean brushhead on (B)(6) 2017.

Event description:
Brush head no longer turns [device physical property issue] the head when brushing simply jumed off in mouth/broken brushes - (B)(6) [device breakage] no adverse event [no adverse event]. Report source: non-event spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that repeatedly, after a short period of use, it happened that the brush head of an (B)(6), version unknown (flexisoft) no longer turned. She elaborated that three times it had actually happened that the head when brushing simply jumped off in her mouth. The consumer thought that it could have been because of dried toothpaste, and soaked the brushes for days, but even then the head would not turn. She wondered if the head came loose somewhere, then no longer turned, and then even jumped off. The consumer had used an oral-b toothbrush with additional brush heads for years. No symptoms developed. Concomitant product(s): (B)(6) toothbrush, version unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that she bought the brushes a while ago, and described that she got a load of them. She had collected the broken brushes again and again but did not report the issue, and the brushes were thrown away. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the consumer therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head no longer turns [device physical property issue]. The head when brushing simply jummed off in mouth / broken brushes - oral-b brushhead [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that repeatedly, after a short period of use, it happened that the brush head of an oral-b brushhead, version unknown (flexisoft) no longer turned. She elaborated that three times it had actually happened that the head when brushing simply jumped off in her mouth. The consumer thought that it could have been because of dried toothpaste, and soaked the brushes for days, but even then the head would not turn. She wondered if the head came loose somewhere, then no longer turned, and then even jumped off. The consumer had used an oral-b toothbrush with additional brush heads for years. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that she bought the brushes a while ago, and described that she got a load of them. She had collected the broken brushes again and again but did not report the issue, and the brushes were thrown away. No further information was provided.